Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. D6: explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. D6: explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Correction for fields h6 patient codes and device codes. Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices will not be returned. Additional information was received that the patient was getting adequate pain relief and the patient's devices were explanted due to a non device related back surgery.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices will not be returned. Additional information was received that the patient was getting adequate pain relief and the patient's devices were explanted due to a non device related back surgery.

Manufacturer narrative:
Correction for fields h6 patient codes and device codes.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices will not be returned. Additional information was received that the patient was getting adequate pain relief and the patient's devices were explanted due to a non-device related back surgery.

Manufacturer narrative:
Correction for fields h6 patient codes and device codes.